Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. The patient¿s pd catheter was removed and hemodialysis was initiated. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h08043 and h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.